Event description:
Protégé gps pmcf study received: this study involves the analysis of retrospective real-world clinical data from the 3aware database in cases where the medtronic protégé gps self-expanding peripheral stent has been used to treat patients in accordance with the approved device labeling. The data collected will be used to confirm clinical safety, assess device performance, and substantiate clinical benefits. Aes reported were arrhythmia, atrial fibrillation, hematoma, hypersensitivity, myocardial infarction, pain, vascular dissection.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.